Event description:
It was reported that the insulin pump alarmed failed battery test. The alarm was cleared and the alarm was explained to the customer. The contacts of the battery cap were not missing or damaged. The battery cap was cleaned and a new batter was inserted into the insulin pump, and no further failed battery alarms occurred. A replacement battery cap was sent to the customer. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.